Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The watertightness was not maintained due to perforation of the bending section rubber due to external factors. The adhesive of the bending section rubber was chipped. The control section, remote switch 1, and video connector case were scratched by external factors. The video connector case was cracked due to an external factor. The labeling of the video connector was peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) due to a defective endoscopic image. Sorc then inspected the device and found that the color tone of the endoscopic image was abnormal due to damage to the imaging unit, and the endoscopic image was displayed in magenta or green only. There was no report of patient injury associated with the event.